Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint.- patient was revised to address loosening of the srom sleeve. Doi: (B)(6) 2006 - dor: (B)(6) 2012 (right hip). Update - (B)(6) 2012 - litigation papers received. They allege that the patient suffers from severe pain, discomfort, swelling, and difficulty sleeping. An invoice was located and the part/lot information was added for the metal liner and femoral head. Initial emdrs were created. Update - (B)(6) 2012 - plaintiff¿s preliminary disclosure form was received, which identified the patient's name, "(B)(6)". The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update ad (B)(6) 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and medical records. In addition to what was previously alleged, ppf alleges loosening of stem. After review of medical records for the MDR reportability, patient was revised to address loosening femoral component. Added facility name, added revision hospital/account name. Added stem (B)(4), lot # 2016219. Doi: (B)(6) 2006 - dor: (B)(6) 2012 (right hip).